Manufacturer narrative:
A2 age at time of event: 18 years or older. E1 initial reporter facility name: (B)(6). Device evaluated by MFR.: only the retrieval sheath and filter bag were returned. The delivery sheath was not returned for analysis. As a result, sheathing/unsheathing could not be performed, since the retrieval sheath does not have a deploy function. The filter bag came back in deployed state. No damages were found during the product inspection that could have contributed to the reported issue.

Event description:
It was reported that filterwire was damaged. The 90% stenosed target lesion was located in the left internal carotid artery. The patient was operated under local anesthesia. After the angiography, it was determined that the c1 segment of the target lesion had stenosis. An 8f guiding catheter and a 190 cm filterwire ez embolic protection was selected for use. During flushing, the transparent segment of the delivery tubing was found cracked. The device was replaced with another filterwire. The new device was able to cross and placed at 2cm distal to the lesion. The 4x30 balloon was placed and inflated, and angiography was withdrawn. A 7x40 wallstent was placed and completed the procedure. No complications were reported, and the patient condition following procedure was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older. E1 initial reporter facility name: (B)(6).

Event description:
It was reported that filterwire was damaged. The 90% stenosed target lesion was located in the left internal carotid artery. The patient was operated under local anesthesia. After the angiography, it was determined that the c1 segment of the target lesion had stenosis. An 8f guiding catheter and a 190 cm filterwire ez embolic protection was selected for use. During flushing, the transparent segment of the delivery tubing was found cracked. The device was replaced with another filterwire. The new device was able to cross and placed at 2cm distal to the lesion. The 4x30 balloon was placed and inflated, and angiography was withdrawn. A 7x40 wallstent was placed and completed the procedure. No complications were reported, and the patient condition following procedure was stable.